Event description:
An endeavor resolute drug-eluting stent was being used to treat the mid lcx vessel. The lesion had severe calcification, tortuosity and had 75% stenosis. The device was inspected prior to use with no issues noted. The lesion had been pre-dilated but the endeavor resolute device was unable to cross the lesion. On removal it was noted that the stent was deformed. There were no difficulties experienced when removing the device after the failed deployment. A new device was used to complete the procedure. There was no patient injury reported. Device evaluation: the distal tip was flared. A number of the proximal stent segments were deformed and stretched proximally over the balloon pillow. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (lesion morphology - severe calcification, tortuosity, 75% stenosis). Deformation problem (stent). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - severe calcification, tortuosity, 75% stenosis). (B)(4).